Event description:
The affiliate reported the customer alleged elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced lower results within the normal reference interval for both patients. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse performed high sensitivity system check which failed twice. The fse retested high sensitivity system check with new solution and obtained passing results within system specifications. No system hardware issues were noted. The unit conformed to the manufacturer's published performance specifications. The customer stated quality control (qc) and system checks were within specifications during the event.